Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
After opening the undamaged implant plastic and cardboard box the scout noticed the top layer of paper on the first sterile plastic container was perforated, the next layer was also perforated and hence the implant was deemed unsterile and not used. There were no adverse consequences as there was an identical implant on the loan set.

Manufacturer narrative:
An event regarding packaging issue involving a triathlon augment was reported. The event was confirmed by provided images. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the reported event small hole in the inner and outer tyvek lids was confirmed but the root cause not determined. It was confirmed by the provided images which showed a small hole in the inner and outer tyvek lids. The device was not used in this surgery and another device was available for implantation. The packaging will not be returned as it has been discarded by the hospital. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
After opening the undamaged implant plastic and cardboard box the scout noticed the top layer of paper on the first sterile plastic container was perforated, the next layer was also perforated and hence the implant was deemed unsterile and not used. There were no adverse consequences as there was an identical implant on the loan set.